Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology. A manufacturing defect was not identified. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25mm aortic valve was failing due to severe stenosis, aortic valve abscess, mild to moderate paravalvular regurgitation, and thickened leaflets with restricted motion after an implant duration of 13 years, 5 months. A tavr procedure was scheduled; patient expired prior to the procedure. Per obtained medical records, initially presented with symptoms of weakness, lower extremity edema, and fatigue due to progressive aortic valve stenosis/renal function. A code blue was also called on when nursing staff was checking on the patient due to persistent bradycardia in the 40's which had been present since admission. During one of these frequent checks, the patient was noted to be unresponsive without a palpable pulse and CPR was initiated. Ed staff successfully intubated the patient. The patient was found to have positive blood cultures for e.faecalis. The patient had endocarditis with valve abscess. During this time, it was determined that patient was not a good candidate for surgical intervention due to paraventricular regurgitation, and valve abscess. The patient and his family decided that he would like to be part of hospice care.